Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2019 and (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020, and (B)(6) 2020 and (B)(6) 2020, recorded the rv sensing amplitude with initial values fluctuating between 4.6 and 10 mv, before in the middle of (B)(6) 2020 the amplitude abruptly rose onto 17.5 mv. The rv shock impedance was initial recorded around 60 ohms, before in the middle of (B)(6) 2020 the impedance abruptly rose to greater than or equal to 150 ohms, as reported in the complaint description. The analysis of the provided iegm episodes revealed artefacts on the farfield channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 93 months after the implantation this lead was capped and replaced due to shock impedance measurements out of range (greater than 150 ohms).